Event description:
Patient was born with tetralogy of fallot and a severe form of aplasia cutis congenital on his scalp. Skin graft was applied and mepilex ag used in conjunction with graft. Mepilex ag was not considered the culprit, however, the product was being used when the condition worsened. The patient used mepilex ag for twelve months as directed by the physician. The wound healed and then broke down and was infected.

Manufacturer narrative:
No review of the device history record could be conducted as no lot number or sample was provided. Molnlycke health care has no evidence that the mepilex ag was directly related to the patient's condition.